Event description:
It was reported by service report that the head right side rail would not move; the side rail was stuck in the lowest position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: siderail lubricated.